Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year after the dental implant was installed in intraoral region #11 it was verified its non- osseointegration . The 40 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).